Event description:
Rec'd notice of complaint concerning above product from clinical inservice specialist. Reports that facility has had numerous complaints concerning this line. Spoke with facility nurse manager who also reports pump segment leaks (blood loss reported as less than 20cc-no pt injury), clotted venous lines...nurse manager to return phone call on 12/10 in order to provide sample info and more specific clinical info as two events (involving clotted venous lines-reference pir#9900141) involved blood loss>100cc. Medwatches filed based on blood loss. Also states arterial line is too short, transducers need to be changed 2-3x per treatment, venous chamber too narrow. 12/10-no info rec'd from facility. Message left for nurse manager to return call. 12/21-left message at facility for nurse manager to return call. 1/18-spoke with nurse manager. States still continuing to have some problems but did not have time to elaborate. Asked to return call at "3pm." Returned call at this time, nurse manager not available to come to phone. 1/19-called facility again to obtain necessary info, nurse manager reports that she is unable to provide the requested info at this time due to other facility committments.